Event description:
It was reported that the run/safe lettering was discovered to be completely worn off on the universal handswitch during a routine equipment evaluation at the user facility, by a manufacturer's service technician. The run/safe lettering not being visible to the user may result in unintended activation of the device. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The handswitch is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that the run/safe lettering was discovered to be completely worn off on the universal handswitch during a routine equipment evaluation at the user facility, by a manufacturer's service technician. The run/safe lettering not being visible to the user may result in unintended activation of the device. There was no patient involvement, and there were no user injuries or adverse consequences.